Event description:
It was reported that 10 needles 25ga 1in contained foreign matter. The following information was provided by the initial reporter: after aspirating the vaccine solution and pulling the needle out of the vial, something like lubricating oil is adhering to the needle and the needle looks black. It can be wiped off by tissues (black stains can be seen on the tissues).

Manufacturer narrative:
H6: investigation summary: ten samples were received by our quality team for evaluation. After visual inspection of the samples, no loose foreign matter or particles were observed. The samples were subjected to a cotton swab test, an analysis of the residue observed after rubbing a cotton stick several times along the cannula surface. Since this is not an accepted method for cannula cleanliness evaluation, the objective of the test is to obtain a comparison between the samples provided and other ¿regular batches¿. Ten of our retained samples were tested and a lack of residue was observed in the tested needles, less than other regular batches tested in prior occasions or our competitors. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the available information and previous experience with similar reported issues, the team understands that the issue complained is about tattoo effect. However, no significant amount of residue was observed in the tested needle. Cleaning and treatment processes are employed to minimize the level of residue present on the surface of the cannula during the needle forming process, but based on current processes and technologies, all needles have varying degrees of lubricant and residual matter on the cannula surface which should represent negligible health risk to the patient. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 needles 25ga 1in contained foreign matter. The following information was provided by the initial reporter: " after aspirating the vaccine solution and pulling the needle out of the vial, something like lubricating oil is adhering to the needle and the needle looks black. It can be wiped off by tissues (black stains can be seen on the tissues). "